Event description:
It was reported that during a vascular exam, the system suddenly shut down. The patient was on the table and in cardiac arrest. The health care professional reset the main power and tried to reboot the system twice. The system worked after the second reset. The patient expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.